Manufacturer narrative:
Information unknown/ not provided. Implant date: lens was not implanted explant date: lens was not implanted, therefor not explanted (B)(6). The intraocular lens (iol) has not yet been returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of an iol (intraocular lens), the doctor saw that a tear in the cartridge and one of the haptics wanted to get through. He stopped and removed the inserter together with the iol from the eye. A new lens and inserter were used instead. Through follow-up it was learned that the damage was at the cartridge tip section. No medical or surgical interventions were reported and no further details provided. This emdr report is for the first reported event. Separate reports will be submitted for the other two events.

Manufacturer narrative:
Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 14th february 2022. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received stuck inside of a cartridge crack that extended into the tip of the cartridge. The lens was also observed to be overridden by the plunger rod. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. The lens was removed and cleaned, presenting with a detached haptic as well as scratches on the optic body. The complaint issue could be confirmed; however, it may be attributed to inadequate ovd usage during loading and insertion, and excessive force being applied to a stuck lens, suggested by the fact that the lens was stuck in the crack and that it was overridden by the plunger rod, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted